Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the likely cause of the reported event was the use of the scope connector with dust, stain or chemical residue on the electrical contacts; such objects on the electrical contacts of the light source and the processor; or the malfunction of the board on the processor. Scope communication error(b30) occurs when conditions mentioned above trigger. As stated in the instructions for use, as a preventive measure: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.". "Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source.".

Manufacturer narrative:
To date, no device was returned for evaluation. However, the investigation is ongoing; if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
During an unspecified event, the evis exera iii video system center had an e402 dfile not connected and b30 scope communication errors. No patient injury or harm was reported. No further information was provided by the customer.